Event description:
It was reported, the patient called into their healthcare professional (hcp) because, they had "liquide flowing", their skin over the pump was warm and red, had an oedema and had pain. The hcp "did a ponction (puncture)" on 2015 (B)(6) and the aspect was infected. Two days later (2015 (B)(6)), the patient returned due to the same symptoms and result was "infected to pseudomonas". Actions taken were reported as urgent care visit and explant (not replaced) on 2015 (B)(6). The seriousness of the event was reported as moderate (produces some impairment of functioning but is not hazardous to health) and the event was considered procedure related. The event was reported as ongoing as of 2015 (B)(6). The pump was used to deliver infumorph.

Manufacturer narrative:
Product ID 8780, lot# 0208714456, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
On 12-08-2015 information was received in which the clinical diagnosis was updated from infection to infection on the pocket pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
The previously reported conclusion code 67 no longer applies to this event.

Event description:
On (B)(6) 2015, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient exited the study on (B)(6) 2015 due to the infection and all their devices were "inactive" due to infection. The cause of the infection was not determined. The outcome of the event was considered unresolved. It was also reported the patient died after the study due to cancer. No further information was available.

Event description:
Additional information received reported the pump was used to deliver clonidine (150 mg/day at a 300mcg/ml concentration) and hydromorphone (3 mg/day with a 10 mg/ml concentration). The pump was last refilled on (B)(6) 2015 and the "vigilance" was normal. The patient had antibiotic treatment for the infection. Post-operative antibiotics were used. There were no signs of meningitis. The patients status was "ongoing" as of (B)(6) 2015.